Event description:
During left knee arthroscopy, the tubing set was misconnected to the arthroscopy cannula. The pressure tubing was connected to the inflow port and the inflow tubing was connected to the pressure port. Both are male luer connections on the tubing. Patient had minor swelling of the thigh.